Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: a review of the alarm history showed call service alarms 052, 054, 012, and 087. The pump powered on to a blank display. Moisture was found in the display. The audio bolus button was missing. A leak test was performed and failed due to a leak at the audio bolus button. The pump was opened to find moisture damage on the printed circuit board. The blank display was due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication issue) issue. Reportedly, the pump was emitting a call service (communication) alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.